Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned at the time of this report. A device history record review performed on the stylet did not reveal any manufacturing related issues. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Report from ahs canada received: patient had a PICC from another manufacturer brand inserted on june 23rd utilizing teleflex vps g4 technology. As per PICC record "tip confirmed in the lower 1/3 svc/caj as per g4 technology." PICC sluggish to flush with no blood return present from both PICC lumens. Withdrawal occlusion present to both PICC lumens. Chest x-ray was done and tip of PICC was malpositioned and located in the mid svc. External length of the PICC had not changed and remained the same as insertion. The teleflex vps g4 technology utilized during the insertion had the result that the PICC tip was in the lower 1/3 svc (blue bullseye obtained), but the chest xray showed the PICC tip was not in the lower 1/3 svc but in the mid svc. It was reported although the mid svc is not an optimal PICC tip position, it was still safe to treat the withdrawal occlusion with cath-flo, as a withdrawal occlusion cannot be left untreated. A PICC exchange or new PICC was not inserted at this time as the patient had limited duration left for his antibiotics.

Manufacturer narrative:
(B)(4).

Event description:
Report from (B)(6) received: patient had a PICC from another manufacturer brand inserted on june 23rd utilizing teleflex vps g4 technology. As per PICC record "tip confirmed in the lower 1/3 svc/caj as per g4 technology." PICC sluggish to flush with no blood return present from both PICC lumens. Withdrawal occlusion present to both PICC lumens. Chest x-ray was done and tip of PICC was malpositioned and located in the mid svc. External length of the PICC had not changed and remained the same as insertion. The teleflex vps g4 technology utilized during the insertion had the result that the PICC tip was in the lower 1/3 svc (blue bullseye obtained), but the chest xray showed the PICC tip was not in the lower 1/3 svc but in the mid svc. It was reported although the mid svc is not an optimal PICC tip position, it was still safe to treat the withdrawal occlusion with cath-flo, as a withdrawal occlusion cannot be left untreated. A PICC exchange or new PICC was not inserted at this time as the patient had limited duration left for his antibiotics.